Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The customer reported the common femoral artery was moderately calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss.

Event description:
It was reported that after a percutaneous transluminal angioplasty of the superficial femoral artery, arteriotomy closure of the moderately calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the anterior and posterior cuffs were captured and remained attached to their respective needle tips. This indicates that a needle-to-cuff miss as reported did not occur. The link was broke and detached at the swage-end of the posterior cuff, which can have the appearance of a needle-to-cuff miss resulting in a failure to retrieve the suture during needle plunger removal to the operator. The condition of the device indicates that the link was broken at the swage-end of the posterior cuff during needle plunger removal, resulted in continued bleeding requiring an alternative method to achieve hemostasis as reported. The analysis of the device did not indicate a product deficiency. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors included, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and operator deployment technique. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger. Excessive force during needle plunger removal, a jerky motion, a sidewall stick, and deployment in challenging anatomies can cause the link to break. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. It was reported that a femoral angiogram performed prior to arteriotomy closure revealed moderate calcification of the vessel at the access site, but no vessel tortuosity was noted. The instructions for use (IFU) state under special patient population that the safety and effectiveness of the proglide smc device has not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. The IFU indicates that the anatomical condition of the patient may have contributed to the reported needle-to-cuff miss. In addition, there was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to be pulled from the swage-end of the posterior cuff. Based on the analysis, inspection criteria, and the reported information the link detachment and subsequent failure to achieve hemostasis appears to be related to the operational influences during use and not a product quality deficiency. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all of the lot release testing, met specification. A query of the complaint database for this lot revealed no similar incidents. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing and all products are subject to an inspection. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.